Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended.

Event description:
The patient reported inaccurate readings from their teladoc blood pressure monitor. The device recorded a reading of 165/105, while a manual measurement taken at the doctor's office minutes apart was 144/87. No medical treatment was reported in connection with the incident.